Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. Upon interrogation, episodes of noise were noted on the atrial lead, which caused inappropriate mode switch. No intervention was performed for the lead; the patient would be monitored. The patient was in stable condition.